Event description:
Spoke with reporter on phone after receiving medwatch report from FDA: "the catheter occluded and the nurse manipulated it to get it to flow. A piece of the catheter had broken off and had to be removed surgically." Reporter said, that the hosp was not sure whether the breakage occurred during the occlusion or as a result of the manipulation. During surgery, the piece was successfully removed and the pt was later discharged. No readmittance.